Manufacturer narrative:
No prod was returned for eval and no lot number info provided. The pt reported that her doctor assured her that the infection was a staph infection and was not caused by any solution. Based on available info, no conclusion can be drawn.

Event description:
Pt reports she experienced pain and loss of vision in her right eye and was treated for alpha streptococcus infection. Pt indicated that her doctor assured her that the infection was a staph infection and was not caused by any solution. Repeated attempts have been made to obtain doctor info from the pt and no add'l info or medical documentation has been received.